Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in an implant case and were getting high impedance values. Prior to calling they had turned off or lights, backed out lead and reseated the lead but they impedance values were not resolving. The caller indicated that they were seeing the blue tip of the lead in the back of the header block. The components being implanted were a 3058 and 978b1. The caller provided the following impedance values conducted at 1.0v 3 c <(><<)>50ohms 2 1016ohms 1 1016ohms 0 4000ohms ref 2 c <(><<)>50ohms 3 1016ohms 1 1016ohms 0 4000ohms ref 1 c <(><<)>50ohms 3 1016ohms 2 1016ohms 0 1710 ohms. The caller reported that prior to calling they tested for motor response and could see response at 0.5v on all electrodes with the j-hook and ens. The caller changed the impedance test settings to 3v and 90us. The caller had the or group turn off the or lights and the c-arm. The caller reran the impedance test and indicated that the values were all within normal range. The troubleshooting steps that were taken on the call resolved the issue.